Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician has not watched the video about lead connection.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Please (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specs. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damages to the ventricular set-screw, and in spite of the abnormal measurement of the torque screwdriver, which did not conform to established specs. The damages identified to these set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity.